Event description:
It was reported that during an implant procedure the atrial side of the analyzer was not working appropriately. A different analyzer cable was tried as well as another set of pacing cables but it made no difference. The atrial lead testing was able to be completed using the ventricular port. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Analyzer passed all functional testing.